Manufacturer narrative:
Investigation of the event determined a sample specific issue caused the high recoveries on the analyzer as the redraw sample gave a similar creatinine result as the repeated result of the original sample. The patient was not adversely affected.

Event description:
The user received a questionable creatinine jaffe (creatinine) result for one patient sample. The original result was 6.35 mg/dl and was reported outside the laboratory. The repeat result was 1.90 mg/dl on the analytical d module serial number (B)(4) and was 1.81 mg/dl with a data flag on the original analyzer. The corrected creatinine result was 1.81 mg/dl. The patient was not adversely affected. When the doctor received the elevated result, he called and stated he did not believe the original result of 6.35 mg/dl. He sent the patient to the hospital outpatient lab to have creatinine testing rerun. The patient was not admitted to hospital and was redrawn. The creatinine result from the redraw sample was similar to the repeat results generated on the original sample. The user could not provide the actual result from the redraw sample. The creatinine r1 reagent lot number was 63297301 and the creatinine r2 reagent lot number was 63020901. The field service representative could not determine a cause and stated the user thinks it was the patient sample. He reviewed quality control for several days prior to the issue and verified the results were acceptable and within specification. The user was satisfied there was nothing wrong with the analyzer.